Event description:
The surgeon was using a laparoscopic hook electrode to remove a gall bladder when the electrosurgical connecting cable sparked midway along its length. A small fire started on the patient's drape, but it was quickly extinguished. No patient or staff injury was reported. The device was returned to this manufacturer for evaluation.